Manufacturer narrative:
A ge representative evaluated the system and determined the x-ray tube needed to be replaced, and provided a quote to the customer. No conclusion can be drawn as repair information is not available.

Event description:
The customer reported that the system displayed a kv on error message. The error message will cause the system to shut down uncommanded. There is no report of pt injury or death.